Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b900, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider reported that the patient experienced a shocking sensation. The patient was feeling shocking when she leans up against the device. The patient was not happy with the device and wanted it out. The patient currently had the device turned off and was really frustrated with the device. The patient was also having a lot of pain in her hip. Information for use was noted as urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced a shocking sensation down their right leg and felt that it was related to their device. The patient had requested that their device was explanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no anomalies, device functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.